Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) sooner than expected. It was noted that the ventricular outputs were high due to detected high thresholds on the right ventricular (rv) lead. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.